Event description:
The customer reported that during an ablation procedure, an error message occurred. The procedure was ended without being completed. There was no pt injury. The customer has indicated no further info is available.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.